Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon clarified that the shunt was in contact with the cornea 18 to 24 months after initial implantation. He also reported that the eye was hypotenous for one week after the shunt was implanted. At the 18 month postoperative visit, the intraocular pressure (iop) was increased and three glaucoma eye drop medications were prescribed. The surgeon opted to explant the shunt and do a trabeculectomy on (B)(6) 2014. The patient was listed as recovering the following month.

Event description:
A surgeon reported that following an implant of a glaucoma filtration device (gfd), the tip of the gfd touched the cornea. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis; the shunt remains implanted. Results from the product history review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In a follow up, the surgeon explained that both the main port and the side port of the shunt were blocked by the cornea.